Event description:
The patient had arrested while connected to the ventilator. As a result, the patient was transported to the hospital. The ventilator continued to work and operate normally with no alarms when the reported problem occurred.

Manufacturer narrative:
The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The event trace was downloaded for review and did not contain any unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.